Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report one gripper arm stopped lowering and, upon removal of the device, the gripper line was broken. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter was inserted, and the mitraclip clip delivery system was advanced to the mitral valve. During grasping, one of the grippers stopped lowering. The clip was not implanted. After removal of clip, it was noted the gripper line was not going through the gripper. A new clip was successfully implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the investigation determined the gripper actuation issue and gripper line break to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.